Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the caretaker changed. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was attributed to the caretaker change. On an unreported date, the patient began remedial treatment with amikacin (250mg, ip in 1st and 3rd bag). The event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.